Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 customer reported a diluted blood solution leak (less than 5 ccs) from the nucleated red blood cell (nrbc) mixing chamber contained within the dxh800 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found rubber tube stopper debris in the drain of the nrbc mixing chamber. Fse removed the debris and resolved the leak. Repair was verified using established procedures and results met published performance specifications.